Manufacturer narrative:
No conclusions can be made. The device remains implanted and the pt is reported to be doing well. There are no plans for revision surgery at this time. Review of the device history record cannot be performed as the product code and lot# are unk. The complaint is considered to be closed.

Event description:
International affiliate reports the peek rod broke after implantation. The breakage was detected during a post-operative x-ray examination. The pt is reported to be doing well and there are no plans for revision surgery.